Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #¿s 3005099803-2013-13673 and 3005099803-2013-13672 for the other associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the two hemostatic resolution clips were used in the stomach of a pediatric patient. Both clips were used one after the other, and the same problem occurred. The clips grasped and locked on to tissue. However, the clips did not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the patient¿s exact as is unknown, it was reported that they were under 18 years of age. Although the exact event date is unknown, it was reported to have occurred during the first week of (B)(6) 2013. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.